Manufacturer narrative:
(B)(4).

Event description:
After the implanted neurostimulator (ins) was taken out of an overdischarged state, the pt stated he was able to turn his neurostimulator on with his recharger even though the MFR had not yet cleared a power-on-reset (por) condition after recharging. The pt stated after recharging, he felt stimulation as he previously had. On (B)(6) 2011, the pt had had his device turned off, and when he turned his device on, he experienced a strong jolt down his left leg which caused him to throw his remote across the room. The pt's entire body (arms, legs, stomach) was vibrating and he was unable to turn off his stimulation. There was an especially strong tingling sensation in the pt's left leg. At this time, the por screen appeared when the device was interrogated with both the pt programmer and the recharger. The recharger showed the ins-off icon. When the stimulation off button was pushed, no change in symptoms occurred. The por condition was unable to be cleared with the pt programmer. An MFR rep met the pt in the emergency room as the pt could not tolerate the stimulation while sitting or lying down. The MFR's programmer (model 8840) did not show a message to clear the por. The 8840 requested to reset the date and time on the pt's device. Following that screen, normal/expected screens were available. The 8840 also showed the ins was off, although the pt continued to experience vibration and tingling throughout this time. The stimulation and rates were turned down. When the ins was turned on with the 8840, all tingling and vibration stopped immediately. The ins was then turned off with the 8840. Impedances were within normal ranges. The pt was instructed not to turn his device on until f/u at a later date. The pt was doing great with the neurostimulator turned off. Additional info has been requested but was not available as of the date of this report.